Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during a bile duct stent placement procedure in the bile duct, performed on (B)(6) 2022. During the procedure, when the physician attempted to deploy the stent, the guide catheter broke and the stent failed to deploy. Another stent of a different model was opened and successfully completed the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during a bile duct stent placement procedure in the bile duct, performed on (B)(6) 2022. During the procedure, when the physician attempted to deploy the stent, the guide catheter broke and the stent failed to deploy. Another stent of a different model was opened and successfully completed the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: medical device problem code a0401 captures the reportable event of guide catheter break. Block h10: the returned flexima plus biliary stent was analyzed, and a visual evaluation noted that the guide catheter was detached, and the guide catheter hub was not returned. It was also noted that the stent was returned loaded in the delivery system, the suture hole was torn, and procedure residue was found on the device. Based on the device analysis, the reported event of guide catheter break was confirmed. Functional inspection of the device was performed, the guide catheter retracted, and stent was deployed with some resistance due to the damage of the device and some residues of procedure. Taking all available information into consideration, the investigation concluded that most likely the reported event and observed failures were due to procedural or anatomical factors encountered during procedure. These factors could have affected the device performance and integrity. Handling of the device, user technique when the device is removed from the package and manipulation of the device during use can lead to guide catheter break. Additionally, suture hole torn indicates that the suture was submitted to tension forces resulting in tearing the suture hole. Therefore, the most probable root cause is adverse event related to the procedure.